Event description:
A hospital implant registration form received by the company on 2024-09-03 indicated that on (B)(6) 2024, a patient's entire implantable cardioverter defibrillator (ICD) system, including a (B)(6) ICD, an abbott right atrial (ra) lead, and a (B)(6) right ventricular (rv) lead, were replaced with a leadless pacemaker due to an infection which began on an unknown date. The ra lead was noted to have been abandoned. The patient was reported to be in good condition before, during, and after the procedure. Reference report: mw5161840. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).